Event description:
It was reported that the customer received a button error and blood glucose was 171 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
All buttons function properly. However, moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube near reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.